Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached prematurely after bumping against an object. As a result, the customer required third-party treatment; however, no further information was reported. Attempts to gather additional information has been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor detached prematurely after bumping against an object. As a result, the customer required third-party treatment; however, no further information was reported. Attempts to gather additional information has been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported the adc freestyle libre sensor detached prematurely after bumping against an object. As a result, the customer required third-party treatment; however, no further information was reported. Attempts to gather additional information has been unsuccessful thus far. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Inspected the plug assembly & the adhesive, no issues were observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.